Manufacturer narrative:
(B)(4). Additional information received: mwr-12062019-0000452879 is a duplicate of initial - mwr-12062019-0000452708 (supplemental - mwr-16072019-0000475264). All information will be captured under mwr-12062019-0000452708/mwr-16072019-0000475264.

Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an appendectomy the specimen retrieval bag was in use. When the bag was closed the bottom of the pouch failed and the appendix fell out into the patient¿s abdominal cavity. It is unknown if a similar device was used to complete the procedure or if it was completed successfully. It is unknown if there were any adverse patient consequences.